Event description:
It was reported by repair work order that there was signs of fluid intrusion on the foam crib and top cover. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.